Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: symptoms resolved after 2 weeks.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, mild pain, whiteness, without circulation and arterial occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of erythema, ischemia, pain and skin discoloration: "contra-indications do not inject into the blood vessels (intravascular). Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week; staining or discolouration of the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the nasogenian groove. After injection, there was "no pain, no presence of ¿livedo¿ in the [illegible] application, only small area above lip of erythema at the end of the procedure." The patient had developed "accentuated erythema after the application in supralabial right region and a few hours later, showed erythema throughout the region of the right nasogenian groove and right nasal wing, associated with mild pain on palpation." The patient also informed the healthcare professional that their "groove and nose were white, without circulation." The healthcare professional diagnosed the patient with "possible arterial occlusion" and treated the patient with hyaluronidase, clexane, prednisone and acetylsalicyclic acid. Patient was reviewed the next day with"clinical improvement" and was treated with additional hyaluronidase. \symptoms are ongoing.